Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and perforation abutting an organ. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), perforation abutting an adjacent organ, approximately fourteen years post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was deep vein thrombosis (dvt) of the right popliteal vein and inability to anticoagulated due to an intracranial hemorrhage. The filter was placed via the right common femoral vein and appropriately positioned below the level of the lowest right renal vein and it was then deployed with excellent apposition. The vena cava diameter was 16 to 18 mm in widest diameter. A completion vena cavagram was performed and showed that the filter was in appropriate position below the renal veins and above the iliac vein confluence, in excellent apposition and there was no extravasation. The patient was transferred to the recovery room in stable condition. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and perforation abutting an organ. Per the implant records, the patient was reported to have a pre-operative diagnosis of deep venous thrombosis (dvt) of the right popliteal vein with intracranial hemorrhage and inability to anticoagulate. The patient was prepped and draped in a standard surgical manner. Ultrasound localization of the right common femoral vein, superficial femoral vein, and profunda femoris vein was obtained. There were no signs of dvt. Percutaneous access was obtained, utilizing the modified seldinger technique. Using ultrasound guidance an ipsilateral iliofemoral venogram was performed, confirming a widely-patent iliofemoral venous system. The vena cava diameter was 16 to 18 mm in widest diameter. The ivc filter was then appropriately positioned below the level of the lowest right renal vein and it was then deployed with excellent apposition. A completion vena cavagram was performed. It showed that the filter was in appropriate position below the renal veins and above the iliac vein confluence, in excellent apposition and there was no extravasation. The patient was transferred to the recovery room in stable condition. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation abutting an adjacent organ and further experienced anxiety related to the filter, becoming aware of these events approximately fourteen years post implantation.